Event description:
It was reported that according to office visit notes from 2013 (B)(6), the purpose of the visit was ¿post-op/procedure, other¿. The patient at that time reported severe pain behind the pump which was worse than the low back pain she had experienced. The pain was getting worse and had been since the pump was replaced in (B)(6). The patient wished to have the pump removed and had thoughts of removing it herself. The pain was located in the thoracic spine, bilateral hips, chest wall, abdomen and bilateral low back. It was noted there had been in change in pain/spasticity control since the last visit. The frequency of the pain/spasticity was noted to be worsening. The quality of the pain/spasticity was sharp, aching, shooting, throbbing, burning and stabbing. The pain was made better by sleep, rest, medication and changing positions. In the last month with medications, the patient reported the pain was at least 8 out of 10. The average pain was 8 out of 10 and the worse was 9 out of 10 with one being the last pain and ten being the worst pain. It was reported in the last month without medications the patient¿s pain was at least a 10 out of 10, the average was 10 and the worse was 10 out of 10. The pain was worse all day. It was noted the patient could tolerate a pain level of four out of ten. Upon a sleep assessment, it was noted it took the patient one to two hours to go to sleep and they awoke on average three times per night. Up on activity assessment, the health care provider (hcp) concluded the patient was house confined, used a cane, was resting or reclined 75-100% of the waking day and was not up and out of bed daily. Upon a mood assessment, it was noted the patient had been crying, was depressed, angry, anxious and frustrated in the last thirty days. The patient¿s satisfaction with the therapy was poor. It was reported ¿what can be done to improve pain/spasticity control: remove the pump and let it heal¿. It had never stopped hurting the patient since it was switched out, referring to the pump. It was stated ¿I don¿t think it ever healed right¿. It hurt more than the patient¿s back and the patient couldn¿t handle the pain. Additional symptoms included fatigue, loss of appetite and weight loss of more than ten pounds in the past six months, blurring eyes, palpitations, chest pain, leg cramps during exertion, shortness of breath at rest and with exertion, snoring, nausea, abdominal pain, muscle cramps, bone pain in the last three months, memory loss, headaches, unsteadiness, anxiety and cold intolerance. Upon additional abdominal assessment, when the area was palpated deep there was severe pain behind the pump. The patient had an agitated mood and affect. It was also noted the managing hcp asked the patient to follow up regarding abnormal ekgs (electrocardiogram) as she had reported the last visit to have suffered heart attacks. As of the visit on 2013 (B)(6), the patient reported to the hcp that she now had a history of abnormal ekgs. It was also noted the patient suffered a left rib fracture last year she believed. The hcp recommended the patient obtain further cardiology work up, the patient understood this and had a new primary care hcp she would be seeing in three months. The hcp asked the patient to obtain a cardiology referral. On the visit date, the pump was refilled with fentanyl while as of 2013 (B)(6) the device had contained dilaudid. Following the refill, the new alarm date was set for 2013 (B)(6). Additional information reported the patient¿s pump was explanted because the patient had been experiencing pain at the pump site and side effects including confusion, nausea, and feeling drugged. The patient felt these side effects more strongly when using intrathecal boluses. There were no plans to re-implant the pump. The patient has not experienced pain at the location where the pump was implanted since the device was explanted. The pump was delivering dilaudid 10 mg/ml at 2.3 mg/day.

Manufacturer narrative:
The date of explant is approximate. Product ID 8780 lot# serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).